Event description:
This unsolicited case from (B)(6) was received on 25- apr-2017 from a physician (orthopedist). This case concerns a (B)(6) female patient who initiated treatment with synvisc and after 2 days experienced pyrexia and swelling and after 3 days experienced snow ball crepitation on the upper part of patella. The concomitant medication was hyaluronic acid (suvenyl) for gonarthrosis (underlying disease) and synovitis. No past drug was reported. On (B)(6) 2017, arthroscopic debridement of the synovium and cartilage was performed. On (B)(6) 2017, hyaluronic acid at 2.5 ml was injected into the left knee for gonarthrosis and synovitis. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc injection at a dose of 2 ml (batch/ lot number and expiration date: not reported) into the left knee for gonarthrosis and synovitis. On (B)(6) 2017, 2 days after the synvisc injection, pyrexia and swelling developed. On (B)(6) 2017, the body temperature was 37.1 degrees centigrade, c-reactive protein (crp) was 1.13 mg/dl and white blood cells (wbc) were 6100/mm3, at the visit. The same day, 3 days after the synvisc injection, snow-ball crepitation on the upper part of the patella was observed. The swelling was not like hydrops, not so severe, and was soft. On the same date, oral steroid to be taken on an as-needed basis for pyrexia was prescribed. Treatment with synvisc and hyaluronic acid was discontinued because of the events. As of (B)(6) 2017, the patient had not taken steroid. On the same date, the swelling slightly improved. On an unspecified date, the patient had not recovered from the events. Action taken: permanently discontinued. Corrective treatment: not reported for snow ball crepitation on the upper part of patella. Outcome: unknown for snow ball crepitation on the upper part of patella. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Diagnosis: pyrexia: reporting orthopedist's seriousness assessment: serious (persistent or significant disability or incapacity). Reporting orthopedist's causality assessment: highly probable. Diagnosis: swelling: reporting orthopedist's seriousness assessment: serious (persistent or significant disability or incapacity). Reporting orthopedist's causality assessment: highly probable. Reporting orthopedist's comment: the condition of the knee worsened after the administration of synvisc dispo ia injection 2ml. No further information was expected because the orthopedist was very busy. Pharmacovigilance comment: (B)(4) comment dated 1-may-2017: this case concerns a patient who received treatment with synvisc and later experienced fever, swelling and joint crepitation. The events have been assessed as related to the suspect product on the basis of temporal relationship. Furthermore, reporting physician has assessed the events to be related to the suspect product. However, due to lack of information regarding patient's medical history, past drugs and concurrent conditions complete medical assessment of the case is difficult.

Event description:
This unsolicited case from (B)(6) was received on 25- apr-2017 from a physician (orthopedist). This case concerns a (B)(6) female patient who initiated treatment with synvisc and after 2 days experienced pyrexia and swelling and after 3 days experienced snow ball crepitation on the upper part of patella. The concomitant medication was hyaluronic acid (suvenyl) for gonarthrosis (underlying disease) and synovitis. No past drug was reported. On (B)(6) 2017, arthroscopic debridement of the synovium and cartilage was performed. On (B)(6) 2017, hyaluronic acid at 2.5 ml was injected into the left knee for gonarthrosis and synovitis. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc injection at a dose of 2 ml (batch/ lot number and expiration date: not reported) into the left knee for gonarthrosis and synovitis. On (B)(6) 2017, 2 days after the synvisc injection, pyrexia and swelling developed. On (B)(6) 2017, the body temperature was 37.1 degrees centigrade, c-reactive protein (crp) was 1.13 mg/dl and white blood cells (wbc) were 6100/mm3, at the visit. The same day, 3 days after the synvisc injection, snow-ball crepitation on the upper part of the patella was observed. The swelling was not like hydrops, not so severe, and was soft. On the same date, oral steroid to be taken on an as-needed basis for pyrexia was prescribed. Treatment with synvisc and hyaluronic acid was discontinued because of the events. As of (B)(6) 2017, the patient had not taken steroid. On the same date, the swelling slightly improved. On an unspecified date, the patient had not recovered from the events. Action taken: permanently discontinued. Corrective treatment: not reported for all events. Outcome: not recovered/ not resolved for pyrexia; recovering/ resolving for swelling; unknown for snow ball. Crepitation on the upper part of patella. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Pyrexia: reporting orthopedist's seriousness assessment: serious (persistent or significant disability or incapacity) reporting orthopedist's causality assessment: highly probable. Swelling: reporting orthopedist's seriousness assessment: serious (persistent or significant disability or incapacity) reporting orthopedist's causality assessment: highly probable. Reporting orthopedist's comment: the condition of the knee worsened after the administration of synvisc dispo ia injection 2 ml. No further information was expected because the orthopedist was very busy. Additional information was received on 03-may-2017. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 1-may-2017: this case concerns a patient who received treatment with synvisc and later experienced fever, swelling and joint crepitation. The events have been assessed as related to the suspect product on the basis of temporal relationship. Furthermore, reporting physician has assessed the events to be related to the suspect product. However, medical history of gonarthrosis and synovitis could be "congounder" in the case. Furthermore past drugs, concomitant medications and concurrent conditions complete medical assessment of the case is difficult.